Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.2, lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.6, mean: 1.90, confidence limits: 1.3-2.7. Data analysis of mean calculation from comparison test data provided by end-user revealed that inratio value falls outside the confidence limits. Accuracy criteria was not met. Investigation was performed on returned meter and retained strips. (See below for investigation). Customer's observation of discrepant test results were not observed in the lab. There is no sufficient info to determine the root cause of customer's discrepancies. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 225433 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. (B)(4). Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.